Manufacturer narrative:
The distributor has received unused samples returned from the customer on may 21, 2020. Samples will be sent to the contract manufacturer for evaluation and investigation.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor stating that "an administration set model b2-70072-f lot 19126200 was leaking where the filter is attached to the tubing." A patient was involved, but was not harmed or injured. The device operator was a registered nurse. The medication being infused was ceftriaxone. The contract manufacturer of the affected device is becton, dickinson and company.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00004).

Manufacturer narrative:
Zyno medical sent a quality alert to the contract manufacturer on 05/27/2020. The contract manufacturer received the unused sets on 06/23/2020. The contract manufacturer provided the investigation report on 07/17/2020. The DHR review found no deviations. Trend review was performed for complaints and raw material. Two complaints and one quality notice related to the reported failure were identified in a 1-year period. Unused samples returned from the customer were tested and the leakage could not be replicated. The root cause couldn't be identified. The complaint couldn't be confirmed.